Event description:
The patient reported that she received an e6 (mechanical error) alarm on her insulin infusion device. She stated this appears to happen every time her insulin cartridge get to 100 units remaining. She stated she is using an alkaline battery. To troubleshoot, the patient was instructed to remove everything from her device and change the battery. While the patient was preparing to retract the piston rod, she noticed the piston rod underneath the "top hat" looked "rusty". She stated she lives in a warm environment and has had condensation in the device. The patient was advised to switch to her backup infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.